Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
The customer's father reported via social media post that the customer recently had a blood glucose level of 519 mg/dl that rose to 600 mg/dl with ketones. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.